Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message for more than two hours. Caller further reported that on (B)(6) 2018, after receiving the message and not being able to receive a reading the customer was treated with a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message for more than two hours. Caller further reported that on (B)(6) 2018, after receiving the message and not being able to receive a reading the customer was treated with a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.